Event description:
During transfemoral tavr procedure, a second sapien xt valve was needed to resolve a moderate paravalvular leak (pvl). The first valve was positioned 50:50 and landed 50:50 in a functionally bicuspid valve. The second valve was positioned and deployed 60:40 a/v within the first sapien xt valve and the pvl was reduced to trace. Per report, the physician believes that in a bicuspid valve, the deployment should be more aortic than 50:50. On 3mensio imaging, the native annulus measured 24.6mm x 24.96mm with an area of 475.7mm2. The native aortic annulus was severely calcified, and the native leaflets appeared to be severely calcified. Both the image intensifier angle and coaxial alignment of the delivery system were noted to be good. There was no loss of capture and ventilation was held during valve deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient factors (severe native annulus and leaflet calcification, functionally bicuspid valve) appear to have caused to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.